Manufacturer narrative:
Device was received with corrosion observed on the pcb and the battery stack. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed soft cannula. The fluid path was manually occluded, and fluid was observed diverting through the hole in the unexposed soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. No data could be retrieved from the device due to the corrosion present on the pcb. Due to the inability to retrieve the data, the reported event could not be determined. Cracks were found in on the bottom housing. The exact timing and cause of the cracks could not be determined.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports that the pod was not communicating.